Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a diagnostic coronary angiography procedure using a 6f sheath. Reportedly, the vessel locator wings were opened and sheath split was initiated (step 2); however, the click was noted to be a bit quieter than usual and the number "2" was not completely centered in the window. When advancing the thumb advancer in step 3, there was significant resistance and increased pressure was used to push the thumb advancer. A deformation of the shaft occurred due to the resistance and pressure used to push the thumb advancer. The sheath split was not completed so the clip was not deployed. When removing the device the clip was still on the end of the device as well as an 8mm long "fabric part". Tissue damage occurred. Hemostasis was achieved with manual compression. There was reportedly clinically significant delay due to the issue with the vessel closure and subsequent complications. There was a necessity for vascular surgery and it was further complicated by infection and the need for reoperation and postoperative bleeding. Photos provided by the account were reviewed and appear to show the reported "fabric part" as a separation of the flex guide held together by the control wire. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps/instructions. Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer, deformation of the shaft and, ¿fabric part" as a separation of the flex guide held together by the control wire¿ and ¿the click was noted to be a bit quieter than usual and the number "2" was not completely centered in the window¿ were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU), states: perform a femoral angiogram through the side port of the procedure sheath to determine the location of the arteriotomy size, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. In this case, it is unknown if the absence of femoral angiogram performed would have contributed to the reported event. The reported difficulties appear to be related to device angle changed while depressing the plunger (step #2) such that garage leaves interacted with flex-guide and sheath contributing to the reported ¿the click was noted to be a bit quieter than usual and the number "2" was not completely centered in the window¿. Deployment attempt of the thumb advancer under these conditions and interaction with the internal components subsequently contributed to the reported mechanical jam with the thumb advancer, deformation of the shaft as reported, "fabric part" as a separation of the flex guide held together by the control wire¿ and the click was noted to be a bit quieter than usual and the number "2" was not completely centered in the window. The reported patient effects and subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.